Event description:
It was reported from china that during a left knee arthroscopic cleaning and meniscus shaping and suturing surgery, it was discovered that the suture on the omnispan meniscal repair 27deg device could not be tightened. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E1: the reporter¿s phone number and complete facility address were not provided. Investigation summary: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that an arthroscopic image is shown. The device is implanted into the soft tissue, however, the suture is loose. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU; pull the free suture leg with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. Note: minimize any starts and stops for optimal tensioning results. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.